Event description:
The customer contact reported that during set up prior to patient use, the device alarmed when powered on with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.